Event description:
Over the past month, flouro staying on when foot off of the pedal. Ilinq not working leading to interruption of patient exam. Manufacturer was contacted. Footswitch replaced resolving problem for now. Manufacturer response for x-ray, (brand not provided) (per site reporter). Manufacturer was contacted. Footswitch replaced resolving problem for now.